Manufacturer narrative:
The pacemaker was returned with the right atrial and right ventricular septum punctured. Visual inspection confirmed calcification in the inset walls. For calcification to occur, body fluids entered through the punctured septum and hardened over time. Calcification lead to the torque wrench not engaging with the inset walls, stripping the walls and preventing proper removal of lead. For analysis, the area was cleaned and setscrew was removed; at that point the right atrial lead was disconnected with no anomaly. There was no malfunction seen on the device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-15628. It was reported that the patient presented for a routine generator change. During the procedure, the right atrial lead could not be removed from the device header, so the lead was capped and replaced. There were no patient consequences due to this event.